Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured at the distal tip proximal part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.